Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s blood glucose level was high. Blood glucose level at the time of incidence was 416 mg/dl. Customer did not use auto mode feature at the time of high blood glucose event. Customer stated that sensor glucose level was 180 mg/dl but blood glucose was 416 mg/dl before 2 days ago and now sensor glucose 193 mg/dl but blood glucose was 306 mg/dl. Customer reported difference was occurring with the current sensor. The insulin pump will not be returned for analysis.